Manufacturer narrative:
The affected product was requested for further investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation is ongoing.

Event description:
The initial reporter complained that a metallic fragment was stuck in the patient's finger after a test was performed using safe t pro plus lancet. The patient did not receive or require medical treatment and noted that the test had been performed 'one week prior'. The patient stated that he removed a 1/4 inch metallic fragment from his finger after being tested at the clinic.

Manufacturer narrative:
The customer returned 475 unused lancets for investigation. All lancing devices were tested during investigation. The reported failure of a 'metallic fragment was stuck in finger after test was performed¿, could not be confirmed during investigation. The needle tips of the lancing devices were checked with a stereo microscope; each checked needle tip appeared normal with no deformities. The investigation showed no abnormalities which could verify the customer allegation. Medwatch fields d9 and h3 have been updated.